Event description:
The pt reported reaching over and felt a shocking and burning sensation in his abdomen. The pt continued to have therapeutic effect following the event. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.